Event description:
The caller reported that on the day of the event the blood glucose device gave an erroneous result of 243 mg/dl, which was higher than expected. On the day of the event the user received the following readings: 7:30 a.m.: 92 mg/dl 10:00 a.m.: 103 mg/dl 12:43 pm: 243 mg/dl 1:30 pm: 21 mg/dl the user did not taken any actions or inactions based on the incorrect blood glucose result of 243 mg/dl. At approximately 1:30pm the user began to feel general discomfort and received a blood glucose result of 21 mg/dl. The user's mother and sister helped her drink orange juice and transported the customer to the hospital. Upon arrival at the hospital, at approximately 1:40pm, the user's blood glucose result was 23 mg/dl. The hospital treated the user with dextrose and discharged her at 8:30pm.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.